Event description:
Patient reported obtaining back-to-back blood glucose results of 146 mg/dl and 49 mg/dl on the advantage system. Patient indicated that, at the time the results were obtained, she was feeling confused. Patient self-treated by drinking juice. She then delivered normal dose of lantus insulin (48 units). No patient injury was reported. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.